Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for device interrogation the morning after implant with a complaint of chest discomfort. Device interrogation revealed that the right ventricular (rv) lead exhibited no capture and r wave amplitude variation. A chest x-ray was performed, and a decision was made to revise the lead. The lead was successfully repositioned on (B)(6) 2025 for optimal threshold and sensing. Further information was requested but not received.

Manufacturer narrative:
Additional information: b6 - relevant tests/laboratory data, including dates